Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was an issue with the patient mobile monitor (pmm). The insertable cardiac monitor (icm) showed flat electrocardiograms (ecgs). The icm was explanted and a new one was implanted. However, the issue persisted. Appropriate sensing was achieved after using the cmm and it was determined that there was no issue with the icm. The new icm device remains in service. No additional adverse patient effects were reported. The explanted icm device has been returned for analysis.

Manufacturer narrative:
The following fields were updated: a2: date of birth, age, and unit of measure. D6a and d6b. The following fields were corrected: b5, d9, h3.

Event description:
It was reported that there was an issue with the patient mobile monitor (pmm). The insertable cardiac monitor (icm) showed flat electrocardiograms (ecgs). The icm was explanted and a new one was implanted. However, the issue persisted. Appropriate sensing was achieved after using the cmm and it was determined that there was no issue with the icm. The new icm device remains in service. No additional adverse patient effects were reported. The explanted icm device has been returned for analysis.

Event description:
It was reported that there was an issue with the patient mobile monitor (pmm). The insertable cardiac monitor (icm) showed flat electrocardiograms (ecgs). The icm was explanted and a new one was implanted. However, the issue persisted. Appropriate sensing was achieved after using the cmm and it was determined that there was no issue with the icm. The icm remains in service. No additional adverse patient effects were reported.